Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they could not get the g5 transmitter to pair with the g5 application. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The customer complaint was not confirmed. A root cause could not be determined.